Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that pre-operatively to an unknown procedure on an unknown date, it was observed that a fms duo+ pump/shaver combo had a broken door. No surgical delay or consequence for the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received at the service center and evaluated. It was reported that the device had a broken door. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the door was broken. Apart from the reported problem, pinch valve failure was also identified. The right pinch valve wing, clamp tubing, guide line, top cover and left lexan safety cover were replaced to resolve the identified failures. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the reported and identified problems. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/29/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.